Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l cannula broke off inside the patient's skin during use. The following information was provided by the initial reporter: at the time of the removal from the vein, a breakage of a part of the cannula is detected ¿ we prepare sterile field on the right upper limb, infuse local anesthetic, isolate the vein, make a small incision and retrieve the residual of the cannula, next we suture the skin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18 h6: investigation summary one used sample was received by our quality team for evaluation. The used sample was subjected to visual inspection. A clean cut was observed on the catheter. From the broken edge, it could have been cut by a sharp object and stretched which caused the breakage. Therefore, the team was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein. However, the user would have read and followed the instructions for use in the shelf box, which states "do not use scissors at or close to the insertion site". Therefore, the root cause cannot be established. See h.10.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: site legal name (FDA): singapore b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: venflon pro safety 18ga 1.3mm od 45mm l d.3. Medical device manufacturer: singapore d.2. Medical device catalog #: 393227 d.4. Unique identifier (UDI) #: (B)(4) g.1. Manufacturing location: singapore g.5. PMA/510(k)#: na

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l cannula broke off inside the patient's skin during use. The following information was provided by the initial reporter: at the time of the removal from the vein, a breakage of a part of the cannula is detected ¿ we prepare sterile field on the right upper limb, infuse local anesthetic, isolate the vein, make a small incision and retrieve the residual of the cannula, next we suture the skin.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that unspecified bd venflon pro safety catheter cannula broke off inside the patient's skin during use. The following information was provided by the initial reporter: at the time of the removal from the vein, a breakage of a part of the cannula is detected ¿ we prepare sterile field on the right upper limb, infuse local anesthetic, isolate the vein, make a small incision and retrieve the residual of the cannula, next we suture the skin.